Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. Analysis also identified that the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four dispense tests in the lab. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of dilaudid at 126 mg/day via an implantable pump. The indication for use was not provided. It was reported the patient's pump was alarming. The logs were pulled at the device replacement and several motor stalls were found. It was unknown when the issue began. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient's pump was replaced on (B)(6) 2019. The device had been sent back to the manufacturer. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive; no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered at minimum rate as of (B)(6) 2019: dilaudid with concentration 20 mg/ml at a dose rate of 0.126 mg/day, and baclofen with concentration 140 mcg/ml at a dose rate of 0.88 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.